Manufacturer narrative:
Product ID: 3387s-40, serial# (B)(4), explanted: (B)(6) 2019, product type: lead; product ID: 3387s-40, serial# (B)(4), explanted: (B)(6) 2019, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, serial #: (B)(4), explanted: (B)(6) 2019, product type: lead. Product ID: 3387s-40, serial #: (B)(4), explanted: (B)(6) 2019, product type: lead. Product ID: 3708660, serial #: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. Product ID: 3708660, serial #: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 15-aug-2022, UDI #: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 15-aug-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient had an infection. It was reported the infection site was in the parietal region. Surgical intervention occurred on (B)(6) 2019 and the lead, stimloc, adaptor, and ins were removed. The cause of the issue was unknown. The products were discarded in the medical institution. The patient was alive with injury. No further complications were reported or anticipated.